Event description:
The fse reported that the sys intermittently would not boot up. This would result in an intermittent, recoverable loss of imaging functionality, which could result in procedural delays. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The fuses and connections were reseated during the svc call. The sys was tested and found to be working as intended and put back into svc.